Event description:
It was reported that the customer changed the battery on his insulin pump for the first time, and the insulin pump gave the customer a battery out limit alarm. The customer stated that the battery showed that it was still at 100%. The customer pressed the esc and act buttons, and the insulin pump continued working. However, the insulin pump was then stuck in the priming stage and would not allow him to complete the priming process and go onto the fill cannula stage. The customer's blood glucose was 158 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.